Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain as a result of the lead becoming exposed in the cervical area. The patient underwent a lead revision procedure during which the lead was replaced. There were no reported patient complications. No further information was able to be obtained despite good faith efforts.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain as a result of the lead becoming exposed in the cervical area. The patient underwent a lead revision procedure during which the lead was replaced. There were no reported patient complications. No further information was able to be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional information provided in blocks d1 and d4.